Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on the insulin pump. Customer's blood glucose level was 187 mg/dl. Customer stated that there was no warning and the buttons were not responding. Customer tried to replace the battery, but every time she does, she gets a button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump after battery installation. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.